Manufacturer narrative:
A follow up on (B)(6) 2015 indicated that the customer would meet with the clinical diabetes specialist. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels since beginning use on the t:flex pump. Reportedly, the customer tried multiple brands of infusion sets, delivered a correction bolus, and tried a new vial of insulin. During a system check with tandem technical support; the cartridge and infusion set functioned as expected.